Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that post-paced t-wave oversensing leading to non-sustained right ventricular oversensing was observed. The patient was symptomatic with fatigue at the time of the episode. Programming changes were recommended. The patient will continue to be monitored.